Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 468 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error followed by a no delivery after rewind and during bolus delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. Customer reported that the insulin exited after a 5 unit fixed prime was delivered. Customer also reported issue with infusion set cannula being bent and troubleshooting was performed and completed. Customer had a high blood glucose of 468 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if issue recurs. The insulin pump is being replaced and is expected to return for analysis.